Event description:
Adverse event. Right knee effusion [joint effusion]. Spontaneous report was received on (B)(4) 2012 from a nurse via sales rep regarding a (B)(6) male patient, (B)(6). The patient¿s medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc one (hylan g-f 20) injection, dosage regimen and route of administration not provided. On an unspecified date, the patient experienced an adverse event. The action taken with synvisc one treatment was not provided. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting nurse did not provide the causal relationship between synvisc one and the event. Follow up info was received on (B)(4) 2012 from a physician regarding patient, product and event info. The pt¿s medical history was significant for severe osteoarthritis in right knee with joint narrowing and osteophytes, previous use of non-steroidal anti-inflammatory drugs, steroids and synvisc one (viscosupplementation). On (B)(6) 2012, the patient initiated treatment with intra-articular synvisc one at 6 ml, once. It was reported that the pt received synvisc-one every six months when required. On (B)(6) 2012, the patient experienced an adverse event and unknown amount of fluid was aspirated from right knee. On an unspecified date in 2012, the patient was treated with depo medrol (methyl prednisolone acetate). The outcome for the event of right knee effusion was not provided. Relevant concomitant medication included naprosyn (naproxen sodium). The intensity for the adverse event was severe and for right knee effusion was not provided. The reporting physician assessed the relationship between synvisc-one and the adverse event as possible and did not provide the relationship between synvisc one and the event of right knee effusion.